Manufacturer narrative:
Complaint number: (B)(4). Adverse event information cited in a manuscript. Device discarded by facility.

Event description:
In a manuscript - electrophysiological findings following surgical thoracoscopic atrial fibrillation ablation' with fusion hybrid treated outcomes, it was cited under major complications, that peri-operatively one patient experienced stroke. After contacting the author the information reasonably suggest that the device may have caused or contributed to the event.